Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged particles in water reservoir,device/power cord or supply too hot to touch & difficulty breathing or short of breath. There was no report of serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator devices. The manufacturer previously received information an alleging particles in water reservoir,device/power cord or supply too hot to touch & difficulty breathing or short of breath related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. H6 updated in this report.

Manufacturer narrative:
Additional information was received on (B)(6) 2025 and section h10 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator devices. The manufacturer previously received information an alleging particles in water reservoir,device/power cord or supply too hot to touch & difficulty breathing or short of breath related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, manufacturer observed an unknown dust-like contamination, inconsistent with degraded sound abatement foam, at the air inlet of the blower box. Manufacturer initiated therapy with the device and verified airflow, using a known good pil supplied power supply and ac power cord.pil performed a 2.5 hour timed temperature test because of the customer complaint of a thermal issue. Pil filled up the water tank to the max line and took a (before) photo. While using an asl (active servo lung) with the dreamstation 1 in combination with a manufacturer supplied known good humidifier (etf 3100684-019) and heated tube, the temperature test consisted of recording the surface temperature of the base/humidifier and power supply/cord using an infrared thermometer. The manufacturer used a fitt (foam integrity test tool) was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by the manufacturer. The manufacturer found 0 error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation, observed dust/dirt contamination in the airpath, likely from a source external to the device and was not able to confirm the complaint, or address the symptoms specified. Device problem code grid, evaluation method code, evaluation results code and conclusion code grid have been updated.